Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Other applicable components are: product ID 8780, implanted: (B)(6) 2016, product type: catheter. Analysis of the anchor (lot# unknown) found the anchor did not properly detach from the ascenda tool and was not usable.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative. The catheter connection broke when connected. It was not used together with the pump. It was used for other treatment. The catheter was replaced with a new catheter. On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the operation was a normal pump implantation with a synchromed 2 pump and catheter was used as normal. The patient was a spastic patient and baclofen was to be used in the system. Context of the event was further clarified; the healthcare professional (hcp) used an instrument to tighten the lock on the ascenda catheter when the pump was implanted and that instrument destroyed the lock on the connector. When the catheter was broken, the hcp used a revision kit to repair it. The operation proceeded as normal after the event. The patient was "ok" without any complication.